Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with pump error due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed power error detected. The customer¿s blood glucose level was 16.2 mmol/l at the time of the incident.notification light stopped flashing immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.